Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte-n autoguard yel 24ga x .56in, the device experienced a needle through the catheter. The following information was provided by the initial reporter. The customer stated: peripheral venous approach tests, several kthlon bend and percent as soon as they pass the skin. Event which has already occurred recently without questioning the material.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte-n autoguard yel 24ga x .56in, the device experienced a needle through the catheter. The following information was provided by the initial reporter. The customer stated: peripheral venous approach tests, several kthlon bend and percent as soon as they pass the skin. Event which has already occurred recently without questioning the material.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/15/2022 . H.6. Investigation: our quality engineer inspected the representative samples submitted for evaluation. Bd received twelve representative units from lot number 1123736. A visual inspection was performed under magnification where there were no spear throughs or bending/abnormalities of the catheter found. The units were then tested for any abnormalities during venipuncture. No abnormalities were identified. The devices underwent venipuncture as expected with no piercing, kinking, or bending. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd insyte-n autoguard yel 24ga x .56in, the device experienced a needle through the catheter. The following information was provided by the initial reporter. The customer stated: peripheral venous approach tests, several kthlon bend and percent as soon as they pass the skin. Event which has already occurred recently without questioning the material.